Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 500-700 mg/dl with high ketones. Customer's hcp identified ketone levels as life threatening. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with insulin. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.